Manufacturer narrative:
(B)(4). At the completion of the clinical evaluation, there was evidence to support the following: endoleak type iiib of the main body with 42% dilation, endoleak type iiia with component separation, and a secondary procedure and convert to brachial. Clinical evaluation did not find evidence to support the reported prolonged procedure and stroke. Additionally there was evidence to reasonably support the following observations: endoleak type iiib of the cuff with partial crown component separation at 37 months post-op and subsequent sac growth. Based upon the available information, the root cause of the type iiib endoleak was likely related to the strata material of the main body. The most likely cause of the type iiia endoleak (component separation) was due to increased thrombus from the type iiib endoleak of the cuff that had partial crown separation and 42% dilation of the main body. The most likely cause of the stroke was due to the prolonged procedure over six hours. The final patient disposition is unknown. The review of manufacturing lot records confirmed all devices met specifications prior to release. Devices were not returned; therefore, physical evaluation was not completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. A follow up showed the patient had a type 3a and a type 3b endoleak. The physician elected to implant an additional bifurcated stent and a suprarenal aortic extension to seal the endoleak. During the secondary intervention the physician experienced difficulty during implant of the bifurcated stent. In removing the delivery system of the device the stent became dislodged. It was reported the procedure was 6 hours and the physician indicated the patient may have had a stroke during the repair procedure. The physician concluded the repair. It has been reported the patient has not awakened from the procedure. There has been no additional adverse events reported for this patient.